Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and the patient line became separated from the cartridge. Customer performed a cartridge change and infusion set change to resolve the issue. There was no adverse impact to the customer's blood glucose level.